Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reports that: "valve explanted because of infected bactiseal catheter. Catheter was not preserved in a cold environment. No other details.